Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: connection error b30. Based on the results of the investigation, it is likely the following led to the malfunction: the connection error was due to damage on the u plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited a connection error b30. The issue was found during maintenance. There were no reports of patient involvement.